Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported difficulty to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional electrophysiology ablation procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, the second proglide device was deployed, but the suture came out with the device. The sutures of another proglide device were successfully preplaced. The electrophysiology ablation procedure was completed and the successfully preplaced proglide sutures were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.